Event description:
The dealer states that the left motor was extremely hot it turned red and smoke was coming out of it. They took the plastic off of it because they were afraid it would catch fire. The customer was alleging that it was squealing, running in circles and stopping. The dealer states they picked it up to service it and it did cut off a few times. The joystick was under recall. The dealer states that the left motor started squealing and smoking. When the dealer spoke with diane in customer service she alleges she heard them in the background stating they turned the chair on its side and it started smoking. The dealer did not disclose this to me until I asked him about it. The dealer then stated that they had the left tire off of the floor running the scooter and the right tire burned the carpet. The dealer stated the motor turned cherry red and was smoking. The dealer admitted it was their fault of the property damage to the carpet.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.